Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) was isolated to the q701 component on the computer/analog pca board shorting and turning on the driven ground relay. The monitor was unable to complete baseline. The root cause for the defective q701 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.